Event description:
On 1/824/84 an ipp device was implanted. On 6/15/88 the cylinders were revised. On 12/3/96 the ipp device was removed from the pt and an ambicor device implanted due to malfunction -would not inflate. Add'l lot/serial number: 3347h 008.